Event description:
Failure to alarm: it was noticed that the dressing was lifting but the pump was not alarming.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys g large with soft port. Smith & nephew received the above reported complaint for failure to alarm. No samples, pictures or lot number information were provided or received for evaluation, therefore, a device history record review investigation could not be performed with the limited information provided. Regarding dressing lifting, a reasonable explanation could be that the dressing became detached due to the patient¿s movement. The complaint description indicates that the patient was very mobile and restless. The location of the wound/dressing is the sacrum area and therefore, this could have proven to be challenging in maintaining a seal due to patient¿s movement. Regarding pump not leak alarming, a probable cause could be attributed to the system sensing that negative pressure was still maintained and the leak rate was not significant enough in order for the system to trigger an alarm. The complaint form indicates that there was increased slough in wound on sacrum within 3 days requiring pulse lavage. The instructions for use (IFU) indicate that in the event of heavy drainage, more frequent dressing changes may be required. This heavy drainage could have caused a partial blockage inside the soft port fluid handling pathway. In this case, the system was sensing that pressure was being maintained due to the blockage and therefore, not triggering a leak alarm. This issue has been confirmed, and car 2346 was initiated to further investigate the root causes for failures of this type, and identify any potential corrective actions. Smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.